Event description:
A patient reportedly underwent an unspecified procedure involving three vascade mvp devices. The healthcare provider (hcp) indicated that the first device was successfully deployed without any issues; however, the second and third devices did not achieve adequate hemostasis. The doctor mentioned, "I feel that the black sleeve was shorter than usual." To prevent embolism, the patient was prescribed anticoagulants and placed under observation. The hcp noted that while the possibility of collagen placement within the vessel or tissue pathway cannot be ruled out, no additional tests would be conducted at this time, and the patient would continue to be monitored.

Manufacturer narrative:
The vascade mvp was not returned for evaluation, making it impossible to determine if any defects related to its manufacturing contributed to the reported issue. Additionally, no further testing will be conducted on the patient to rule out the possibility of an embolism. As a result, the root cause of the reported complaint cannot be identified. This report is being submitted in an abundance of caution.